Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The patient was referred to the clinic. A new cell adapter was sent. The device remains in service. No adverse patient effects were reported.